Event description:
During an endovascular aaa repair, the tip of a re-processes vanguard torgon nb advantage vs3 catheter became dislodged in the pt's right common iliac artery. Tip remained in pt. Plan to retrieve at a later date.